Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The pincher is failing to retract back into the device once the biopsy has been taken.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The pincher is failing to retract back into the device once the biopsy has been taken.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection was performed on the returned product and it was found that the pincer had been broken off and was missing. The pincer damage was likely caused by the device striking a hard object such as a bone or possibly getting caught on some tough human tissue and pulling back far enough that it broke off after some manipulation. This is a rare occurrence that originates from some sort of misuse of the device damaging the sensitive needle components. The complaint is confirmed. Since the most likely cause for the damaged needle is related to an event within the user's environment and not a manufacturing issue, no corrective action will be implemented at this time.

Event description:
The pincher is failing to retract back into the device once the biopsy has been taken.